Event description:
Maxplus IV tubing leaking from connector site. As reported per nursing staff, "white injector port found attached to the primary pump tubing; ivpb solution leaking out of the port and soaking the IV pump."